Event description:
During review of programming history it was noted that the patient had a generator reset. As part of the generator reset it programs the patient off to specific settings. It is unknown what a generator reset was preformed but may have been due to a suspect generator issue but the issue is unknown to manufacturer.

Manufacturer narrative:
Analysis of programming.